Event description:
Patient reported the infusion device automatically turns off every 4-5 hours without giving an e8 (power interrupt) error message or any alarm or error; verified the alarms memory and the most recent error appearing is on (B)(6) 2013. Patient stated he changed the battery cap and the battery several times at various times but the concern persists. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: the device event records started at (B)(6) 2013. Therefore, an investigation of the (B)(6) 2013 as mentioned by the customer is impossible. On and around the (B)(6) 2013 nothing unusually also no e8 errors or power down events were found in the device history, thus the condition mentioned by the customer was not comprehensible. The only e8 error message that has been occurred was found on the (B)(6) 2013. The customer used a (B)(4) battery which has a long life until 200 days that explained why the pump has so less of power down events. Battery cover: the battery cover passed the visual inspection successfully. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.